Event description:
It was reported that the device and leads were explanted due to infection. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis is normal. No anomalies were found.